Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking from an unspecified connection. This was noted by a technician prior to patient use. The technician attempted to tighten the connection; however, the leak continued. The device had been filled with 500mg deferoxamine in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured august 25, 2016 - august 26, 2016. The device was received and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was visually identified to be an untightened blue winged luer cap. Functional leak testing was performed by refilling the device and manually tightening the blue winged luer cap. The next day, no signs of a leak were observed from the device. The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.